Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed. The customer reported that data before 22nd july could not be seen. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for acc-7333.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating weekly review report for the provided user in carelink support application from 17th july to 31st july and found that reports shows blank pages from 17th to 21st july rather shows data for 22nd july to 31st july. This is an expected system behavior. After conducting thorough investigation by generating weekly review reports for different set of date range between 17th july and 31st july , we found that there was a backward time change event seen when user has uploaded data after they have changed to new pump on 22nd july. To assist with the resolution , provided below feedback to the helpline support team -- user changed pump on 22nd july which was in factory settings and then user did a current date change , provided the screenshot of report. -- while including the date range which has data from both the pumps , reports are showing blank for those date which has uploads with time change between the 17th jul to 31st july. -- as a workaround , try generating reports from 17th july to 21st july separately and 22nd july to 8th august separately. --meanwhile we will also check with dev team to confirm if this needs a fix. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is due to a backward time change event made on new pump causing the data ambiguous for current date range. Analysis summary: carelink dev did confirm that this is an expected behavior and we should be following the workaround. Helpline confirmed to close the ticket as they have not received any response despite multiple requests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.